Manufacturer narrative:
Hopital indicated that the incident was not believed to be a product problem but rather technique related.

Event description:
It was reported that the patient sustained a full thickness injury to the upper lip while using the anchorfast oral endotracheal tube holder.